Event description:
Customer reported the insulin pump alarmed no delivery during manual prime. Customer blood glucose was unknown. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing. Customer disconnected the call, troubleshooting was not finished. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.